Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 1 month after the primary surgery, the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 17 january 2023: lot 2007571: (B)(4) items manufactured and released on 22-oct-2020. Expiration date: 2025-oct-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional involved implant: batch review performed on 17 january 2023 on ball heads: mectacer 01.29.203 biolox delta ceramic ball head 12/14 ø 28 size l +3.5 (k112115) lot. 2108562. Lot 2108562: (B)(4) items manufactured and released on 23-sep-2021. Expiration date: 2026-sep-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.